Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code and type of investigation).

Event description:
N/a.

Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6) hospital. Nurse called for assistance with a gas loss alarm on a cardiosave during use. She reported that the alarm had gone once before, and she was inquiring about what to do if it went off again. She did utilize the help screen and the iab fill key to restart therapy, but wanted to ensure it was okay because the patient was on his 3rd balloon catheter after having experienced 2 previous perforations (not reported and not available for return; initial placement, 1st exchange, 2nd exchange). Troubleshooting determined the insertion was axillary and she was unsure of the brand of the introducer in use, off label and off brand disclaimers provided. Esp person had (B)(6) verify there was no blood in the helium tubing, all connections were secure and appropriate, and there were no visible kinks in the line. Esp person explained the nature of the alarm and based on the information she gave to esp person regarding the patient hemodynamics and clinical picture, the alarm was potentially caused by movement and the insertion point. Esp person encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) mega 50cch had a gas loss alarm. There were no patient harm or injury was reported.